Event description:
It was reported when the device was used during a colon resection procedure, it fired successfully. Three days post operatively when performing an unrelated procedure, the surgeon noticed the staple line was not intact and was leaking. The insufficient staple line was repaired using sutures. There were no further pt consequences.